Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a hard time with their communicator yesterday. Patient stated the communicator did not want to come on and the battery did not flash or anything. Patient mentioned they tried different charging cords and different wall outlets. Patient also mentioned they had to scan the serial number of the communicators in order to get it to work yesterday but then all of a sudden the communicator went blank. Communicator was unresponsive. During the call, patient attempted to reset the communicator but was unable to do so. The issue was not resolved. A request was sent to the repair department to replace the communicator. Upon further review agent would like to add that patient stated they would usually increase their stimulation in the morning when they go to work and decrease it at night but since they were unable to decrease the intensity last night they felt zapping sensations but patient stated they should be ok until the replacement communicator arrives.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.